Event description:
Patient tested on the suspect device with an inr result two points off from the lab inr. The reporter said the device may read 4.4 and the lab inr would be 2.4. Controls were not run. The reporter declined product replacement.